Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the no audio condition, which was reproduced during the device investigation. Evaluation confirmed the customer's allegation of "no audio" when performing upstream/downstream occlusions and keypad punches. The assignable cause was determined to be backflex chafing on the flex tail trace. The backflex was replaced through replacement of the rear case. (B)(4).

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.